Event description:
Report received from USA stating that the device does not function. It is unknown if the event occurred during surgery. It is unknown if there was patient or user injuries, surgical delay or medical intervention reported related to this occurrence. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).